Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open low anterior resection procedure, on the first firing of the device on thick rectum tissue, the closing handle broke off when trying to close the device. The patient was inspected and no broken pieces fell into the patient. The device had closed on tissue when the handle broke. The button on the back of the device was tried, but would not release the device. The surgeon slid the bar back and manually used his fingers to pry the device open. The tissue was not damaged. The case was delayed fifteen to twenty minutes due to the issue. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device with the broken closing handle and one cartridge will be returned.

Manufacturer narrative:
(B)(4). Corrected data: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.